Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 16.1 mmol/l; cause was due to a cgm error 42 resulting in customer disconnecting from the pump delaying insulin therapy while issue was being resolved. Customer administered a manual injection to address bg level. The pump was reset, and the customer continued to use the pump for insulin therapy.